Manufacturer narrative:
This report is submitted on august 30, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and was subsequently treated with oral and topical antibiotics (specific date and duration not reported). The patient underwent a skin revision surgery on (B)(6) 2022, however, the issue did not resolve. The device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october, 11, 2022.